Manufacturer narrative:
Analysis of the pump found high resistance across the battery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was provided by a manufacturer's representative regarding an implantable intrathecal pump intended to deliver dilaudid, 18 mg/ml, at the minimum rate, indicated for failed back surgery syndrome and non-malignant pain. It was reported that a critical alarm was heard and confirmed by telemetry. It was reported that there was a sudden change in symptoms; the patient experienced pain and was uncomfortable. It was noted that the patient had an MRI on (B)(6) 2016. It was stated that the logs were checked and a low battery/reset occurred on (B)(6) 2016. The pump was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies; replaced. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.